Manufacturer narrative:
During the investigation, the account provided additional information that they agreed with the architect syphilis tp negative result and believed the rpr positive result to be incorrect. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. A review of labeling concluded that the issue is sufficiently addressed. A retained reagent kit of lot number 69012li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No false nonreactive results were obtained. No non-conformances or deviations related to the complaint issue were identified. The customer confirmed the negative syphilis result in a reference lab. Based on the information, the device met performance specifications and performed as intended at the customer site. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 08d06-29 that has a similar product distributed in the u.s. List number 08d06-31 and 08d06-41. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect syphilis tp results (B)(6) on a newborn sample (B)(6), that confirmed (B)(6) at a reference lab but also tested (B)(6). No specific patient information was provided. No impact to patient management was reported.